Event description:
User had an issue with calcium for over one month. In 2008, two patient samples had discrepant results. Sample 1, initial result 10.1 mg/dl, repeat results 11.0 and 9.9 mg/dl. Erroneous results were not reported. User refused service visit. If additional information is received, appropriate notification will be provided.

Event description:
User havd an issue with calcium for over one month. In 2008, two patient samples had discrepant results. Sample 2, initial result 10.4 mg/dl, repeat results 9.5 mg/dl and 9.4 mg/dl. Erroneous results were not reported. User refused service visit. If additional information is received, appropriate notification will be provided.